Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the single use distal cover was found to be missing from the scope following a procedure. The scope was wiped with a sponge during precleaning and the cap was found missing from the scope, and then the cap was found in the sponge used to wipe down the scope. As reported, there was no patient involvement or injury due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, evaluation of a test lot and a review of the instructions for use (IFU) were conducted. The device was not returned and the device lot number is unknown. Evaluation of a test lot retained by the manufacturer could not replicate the reported event. A review of the device history record could not be conducted as the lot number is unknown. The root cause could not be established. Possible causes include insufficient attachment of the cover to the scope, physical damage to the cover, and chemical damage to the cover by adherence of anti-fog agent. The IFU contains the following statements relating to the possible causes that may help prevent the reported event from occurring: -"please make sure that the distal cover is intact without any problem before installation, and that it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d10 and h6. D10: information added to this field was inadvertently not included on the initial medwatch. A review of the device history record could not be conducted as the lot number was unknown, however, to-date, no manufacturing problems have been reported. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: a similar complaint from the same facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Event description:
The customer confirmed the problem was first noticed after an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no delay in the procedure in which the subject device was used. The intended procedure was completed and the same distal cover was used. No other devices were replaced during the procedure. Pre-cleaning was performed on a small table in the same room as the case, which was 10 feet away from the patient table. The distal cover was disposed of immediately and properly to avoid infection control. There were no patient infections or scopes with positive cultures as a result of this.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and is documented in b5.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.